Manufacturer narrative:
During inspection and testing of the returned device, service found that due to the clogging of the air/water tube and nozzle, there was no flow of air or water through the device. In addition, service found the bending tube was damaged. The bending angulation was out of specification. The light guide lens was chipped. Scratches were observed on the forceps channel port, the scope connector cover unit, and the distal end cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device did not insufflate correctly. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water tube and nozzle were clogged. This report is being submitted for the malfunction found by service during the device evaluation [clogged]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material remained could not be identified. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.